Event description:
It was reported that the driver broke when the surgeon tried to back out the screw slightly after insertion. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.